Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). (B)(6). Review of the most recent repair record determined that the motor speed was found to be unstable. The motor was replaced and resolved the reported issue. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that this device was faulty with no power. The event did not occur during surgery and there was no patient involvement. During evaluation, the motor speed was found to be unstable. No adverse events were reported as a result of this malfunction. Due diligence is complete, and no additional information is available.